Event description:
In 2010, the pt's daughter/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the onetouch fasttake meter has a power issue (meter does not turn on). One week later, this medical surveillance specialist contacted the reporter to clarify info obtained during the initial phone call. The pt manages his diabetes with metformin and usually tests his blood glucose twice per day. The pt has cancer. According to the rptr, the pt's cancer causes his blood glucose to go low often. The rptr indicated that the subject meter has not been used since 2009 because they could not find a replacement battery. The pt reportedly was still able to obtain his regular blood glucose tests everyday when he went to his daycare center. However, the pt stopped going to the daycare center after four months, after he was unable to walk. The pt was unable to obtain his blood glucose readings. Two months after, the pt allegedly had symptoms of low blood glucose described as "cold sweat". The paramedics transported the pt to the ER where the pt obtained a blood glucose reading of "20 mg/dl" on the ER/hospital meter. The pt allegedly was hospitalized. It is not known what treatment the pt obtained. The rptr indicated that had she been able to test the pt's blood glucose on the day of concern, she could have been able to either treat and/or prevent the pt's alleged hypoglycemia. During troubleshooting, the reported issue was not resolved. Although there is no evidence of product misuse, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. The battery was not replaced per the owner's manual. This complaint is being reported because the reporter claimed that the pt obtained a blood glucose reading of "20 mg/dl" and had symptoms that can be associated with hypoglycemia after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.